Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The company service representative noted the hard drive wore out due to aging and replaced this component. How or when these wear/reliability issues occurred cannot be determined conclusively. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to internal wear/reliability issues within the system. How or when these wear/reliability issues occurred cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery in an ophthalmic operating console screen panel became black and system rebooted suddenly. After the reboot the issue resolved and surgery was completed without any impact to the patient.